Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the rubber keypad was peeling and the metal button underneath was showing. Reporter stated that there was a delay in the response of the ¿ok¿ button when pressed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.